Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cycler voltage check failed. Upon turning the cycler on, the display was blank despite the front panel buttons being lit up. Further investigation led to t1 having burn damage on the inverter board. A known good inverter board was used, and the display began working as intended and voltage check passed. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during treatment. The patient touched the screen and the screen did not come up, however the patient could hear a beeping sound when the screen was touched. The cycler power switch was on the ¿on¿ position and the power cord was secure at both ends. The cycler was rebooted and upon power up the screen remained dark but the keys on the cycler lighting up. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the pdrn confirmed that the patient continued treatment on the replacement cycler the next day. The pdrn was unsure if the patient completed treatment however reported that there were no adverse events associated with the event. The cycler was returned to the manufacturer and upon physical evaluation of the cycler, it was identified that the transformer on the inverter board was burned.